Event description:
An event was received through the edwards lifesciences implant patient registry. This 'registry' is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. In this case, it was reported that the patient had expired after an implant duration of 2 months. Cause of death was not provided.

Manufacturer narrative:
Device not returned. It is unknown if the device was explanted for if an autopsy was done. Despite our attempts to receive further information regarding the device and event, no response or sample for evaluation was received from the health-care provider. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
This event was reported in error. Through follow-up with the healthcare provider it was learned that although the patient expired 2 months after surgery, the edward's valve did not cause or contribute to the patient's death.

Manufacturer narrative:
Additional manufacturer narrative: it has been learned though follow-up with the healthcare provider that the device did not cause or contribute to the patient's death. This event was reported in error.